Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model#m-4800-01 serial#(B)(4)); stockert 70 system (model#m-5463-01, serial# (B)(4)); coolflow pump (model#m-5491-02, serial# (B)(4)); webster cs catheter (model# d-1353-03-s, lot#17066846m); reprocessed sterilmed soundstar catheter (model#m-5723-105, lot#1772136). Event description continuation: the physician¿s opinion on the cause of the adverse event was that it was not caused by radio frequency but by the transseptal puncture performed with a st jude 8.5 f slo sheath and st jude brk needle. In addition, the physician also states that initially he had extreme difficulty steering the reprocessed sterilmed soundstar catheter before the tamponade occurred. However, bwi will be taking a conservative approach and reporting this event under the smart touch unidirectional catheter.

Event description:
It was reported that a patient, over 65 y.o., male, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. It was noted that this patient had an enlarged left atrium and previous ablation history that may have contributed to this event. It was reported that the patient's blood pressure dropped during the procedure. Carto sound confirmed a cardiac tamponade. A pericardiocentesis was performed and more than 900cc of fluid was removed. The patient was stabilized. The procedure was completed after the tamponade without any further injury. The physician initially had extreme difficulty steering the reprocessed sterilmed soundstar catheter before the tamponade occurred. The reprocessed sterilmed soundstar catheter was exchanged with a new catheter with no issue after the tamponade. Additional information was received regarding the event. The event was thought to have happened during the mapping phase but was noticed during initial rf application. One rf application was performed for 17 seconds. The physicians opinion on the cause of the adverse event was that it was not caused by radio frequency but by the transseptal puncture. A transseptal puncture was performed with a st jude 8.5 f slo sheath and st jude brk needle. There were no error messages observed on biosense webster equipment during the procedure. Anticoagulation was used and the act was maintained above 300 seconds. The patient did not require hospitalization. Settings during the event include: power mode - 30 watts, less than 15 grams contact and 42 degree cut-off / impedance <100 at the time of injury / temperature <40 degrees at the time of injury / irrigation flow setting 30ml/min. The power was titrated during ablation from 30-35 watts.

Manufacturer narrative:
(B)(4). It was reported that the patient's blood pressure dropped during the case. Cartosound confirmed cardiac tamponade. Pericardiocentesis was performed and more than 900 cc of fluid was removed. The patient was stabilized. Per the caller, the procedure was completed after the tamponade without any further injury. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.